Event description:
Resident put to bed with vest restraint on and no siderails per dr's orders. Resident very anxious making frequent attempts to get up. Staff attempted to get resident up to br or put in chair. Resident refused; wanted to stay in bed. Stated "he can't sleep." Restroil given per dr's orders then resident sleeping from 12:30 am till 3:05 am. Resident found out of bed with one hand on walker and r/side of neck resting on vest posey which was pulled tight on that side. Noted to be without bp, p, or resp.